Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level ranged from 100-250 mg/dl. The customer had reportedly interacted with the pump within the 12 hour time frame the pump was set to. The customer declined further troubleshooting.